Event description:
A removal of the dynamic hip and condylar screw (dhs) plate, lag screws, and 12.5mm cortex screws due to the non-union proximal femur was reported. The dhs plate was intact. There were eleven (11) 4.5mm broken screws. The broken screws were left inside the patient. The patient was revised with 4.5mm locking compression plate (lcp) proximal femur plate. The surgery was completed successfully with no delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional product code jdo. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.